Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced occasional shocking sensation at the ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, issue has been resolved post op.